Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/23/2024, a patient submitted an inquiry via email requesting the material composition of a 4.5 cannulated screw that was used the procedure. No allegation of product deficiency or adverse event was reported within this inquiry. Additional information received on 11/6/2024: the patient was implanted with two titanium screws and an ar-8719mxds-1815 dynanite supermx nitinol staple. The patient developed complications due to an allergic reaction. The patient underwent revision surgery. No further information has been provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.